Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels ranged from around 15-20's mg/dl. Low bg causes were not known. Customer consumed glucose tablets to address bg. Reportedly, the customer experienced a seizure due to the low bg events. Recommendation was made to consult with a healthcare provider to discuss diabetes management.